Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported difficulty removing the device was confirmed. The reported vessel locator wings failing to retract could not be confirmed as the vessel locator wings successfully collapsed as intended after activating the safety release. The device was reportedly used after a diagnostic angiogram using a 7-french procedural sheath. The instructions for use state under the special patient population section that the safety and effectiveness of the starclose vascular closure system have not been established in patient populations with introducer sheaths less than 5f or greater than 6f during the catheterization procedure. Based on visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
Subsequent to the initial medwatch report, the following information was received: it was reported that after a diagnostic angiogram, arteriotomy closure of the right femoral artery (rfa) was attempted using a starclose se device. At the beginning of the procedure an adequate nick-and-spread was performed and the subcutaneous tissue track was spread down to the vessel. Reportedly, after clip deployment, the device became stuck and could not be removed. The thumb advancer and clip delivery tubeset were unlocked via the access ports and retracted proximally; however, the device remained stuck. Manual arterial compression was applied to achieve hemostasis. The device was removed surgically. The physician believed the reported experience occurred due to "faulty firing" of the device during clip deployment. During surgical intervention reportedly there was nothing significant found. Patient hospital duration was extended as a result of the reported experience. There were no adverse patient sequelae and no significant clinical delay in the procedure. No additional information was provided.

Event description:
It was reported that after an unspecified procedure, arteriotomy closure of an unspecified vessel was attempted using a starclose se device. Reportedly, the device was advanced, but could not be freed. An attempt was made to remove the device by retracting the vessel locator wings; however, without success. The device was surgically removed. Although hemostasis was subsequently achieved, the method used was not specified. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all additional relevant information.